Event description:
Customer reportedly received the following results on the same aviva system within 10 minutes: 42 mg/dl, 83 mg/dl, and 231 mg/dl. The discrepant results were obtained at the customer's home. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Aviva system (strip lot number 300270, expiration date 11/30/2007).

Manufacturer narrative:
The suspect product is the aviva test strips.